Event description:
It was reported that during an unk procedure, the device could not be opened after firing. A second device was used to removed the first device and the tissue. More tissue had to be removed that normally necessary. No further info is available. Another device was used to complete to procedure. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
Date sent: 4/7/2009. Info not available, device not returned for analysis.